Event description:
During the procedure the electrodes attached to the pt became disconnected from the pt. The neurosign 100 device failed to alarm indicating the disconnection of the electrodes. No sound (beeps) and no red leght indicator). The facial nerve was cut and then repaired after the removal of the tumor and infection.